Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.

Event description:
It was reported to baxter corporate product surveillance of a solution set with duo vent spike in which customer observed the spike on the set was not sharp enough to penetrate a glass bottle stopper. The customer twisted and turned the spike, but she was unable to access the glass bottle without pushing the stopper into the bottle. Patient involvement is unknown at this time. There was no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: there is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available. The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional information or samples become available, a follow-up report will be submitted.